Event description:
It was reported that ureteroscopic holmium laser lithotripsy and ureteral stent placement ago was performed for the patient and the ureteral stent was to be removed. During the operation, it was found that the surface of the ureteral stent was widely adhered to by calculi, and it was difficult to remove the stent. It was stated that bleeding occurred after stent removal. The patient had no discomfort after operation, and was treated with anti-inflammatory and hemostasis treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause could be, "material selection", however, sufficient information is not available to find a specific root cause. The device was used for treatment purposes. As the device was not returned for evaluation it is unknown if it had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that ureteroscopic holmium laser lithotripsy and ureteral stent placement ago was performed for the patient and the ureteral stent was to be removed. During the operation, it was found that the surface of the ureteral stent was widely adhered to by calculi, and it was difficult to remove the stent. It was stated that bleeding occurred after stent removal. The patient had no discomfort after operation, and was treated with anti-inflammatory and hemostasis treatment. The time of ureteral stent placement is too long, and the patient has recurrence of urinary tract stones.